Manufacturer narrative:
Ryan, r. W., khan, a. S., barco, r., choulakian, a. (2017). Pipeline flow diversion of ruptured blister aneurysms of the supraclinoid carotid artery using a single-device strategy. Neurosurgical focus, 42(6). Doi:10.3171/2017.3.focus1757. The navien guide catheter has not been returned for evaluation; product analysis cannot be performed. The cause of the intraprocedural dissection cannot be reliably determined; per the provided information, the dissection does not appear to be due to a defect of the device. Mdrs related to this article: 2029214-2017-00851 and 2029214-2017-00852.

Event description:
Medtronic literature review found a report of intraprocedural dissection related to a navien guide catheter. The purpose of this article was to describe the experience with the use of pipeline flow diversion for treatment of ruptured blister aneurysms. The authors identified 13 patients who presented with subarachnoid hemorrhage from ruptured blister aneurysm(s). All patients were treated with pipeline flow diversion. Of the patients, 11 were women and 2 were men. Blister aneurysms were defined as small lesions occurring on the sidewall of the internal carotid artery (ica) at nonbranching sites and having a dome width equal to or great than its height. In case 2, the patient experienced an intraprocedural dissection. The patient had presented with sudden onset of severe headache (hunt and hess grade I). Head CT and diagnostic angiography demonstrated subarachnoid hemorrhage (sah) and a 3 mm x 1.5 mm left supraclinoid ica blister aneurysm. Three days later, the patient underwent embolization of the aneurysm. Intraprocedural dissection of the left petrous ica occurred, requiring placement of a stent in the region of dissection. There were no reports of patient symptoms post-procedure; the patient was discharged home in good condition. The 1-year and 18-month follow-up showed no aneurysm occurrence. The patient's mrs was 0 at the last follow-up. Per the article author, the dissection was likely caused by the navien 058 guide catheter.